Event description:
A trilogy evo, intl, rental device was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the trilogy evo, intl, rental device at the manufacturer's service center, a "ventilator service required" alarm was triggered. The relevant error codes therapy buzzer fail and speaker fail were recorded in the device's event log. The service technician reported that it is believed to be a malfunction of a microphone, the system board was replaced addressing the failure. Additionally, the device's air inlet foam filter and particle filter were replaced as regulated by maintenance procedure to prevent failure. A periodic maintenance 1 was performed. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (1.06.10.00).